Event description:
It was reported during rotator cuff surgery, surgeon made a pilot hole for medial row anchor and when the implant was opened, it was found to be bent and was not used. Another device was used to complete the surgery. Upon evaluation of the returned product, the anchor was found to be fractured. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Visual examination of the returned product identified the product was returned with minimal signs of use. The anchor is in place on the tip of the inserter but the tip of the anchor is fractured. The sutures are holding it in place and the sutures are neatly tucked into the handle. No other damage present and no packaging was retuned with the device medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.